Manufacturer narrative:
The rear cabinet breakout panel assembly was returned to the manufacturer for analysis. Analysis found the pendant connector was missing a screw. Analysis found that the reported event was related to a mechanical issue. The interface cable was returned to the manufacturer for analysis. Analysis found the cable passed continuity tests, but the lemo connector comes out easier than normal as the locking mechanism is loose. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs interface cable connection was loose, could be pulled out, and the latch system was worn. The mvs interface cable and the rear breakout panel were replaced. The imaging system then passed the system checkout and was found to be fully functional. The mvs interface cable was returned to the manufacturer for analysis. However, analysis results were not available at the time of filing. The rear breakout panel was returned to the manufacturer for analysis. However, analysis results were not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) interface cable was shorting and if moved to a specific position the system would shut down. This issue was noted outside of a procedure, and there was no patient involvement.